Manufacturer narrative:
The device was received for evaluation on 6/14/24. Received one (1) used list #142730490 plum 150 ml burette set. As received no damage or anomalies were observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No issues were noted during priming. Additionally, no cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. The complaint of 'IV solution could not flow down' could not be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that the IV solution would not flow during infusion. There was patient involvement but no patient harm. No other information is available.

Manufacturer narrative:
E1 - contact extension number - (B)(6). The device is expected to be returned for evaluation, however, it has not yet been received.